Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis, service history review, and device history review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was reported that the patient was taken to the emergency room on an unknown date and died. Dianeal therapy was ongoing prior to death. It was unknown if the patient was connected to the homechoice machine at the time of death. It was not reported if an autopsy was performed. No additional information is available.